Event description:
On the 2/22/1999, a nellcor puritan bennett failure investigation tech, while investigating a npb40 pulse oximeter, discovered a failure mode that meets the criteria for an MDR. The observed failure mode may result in false high oximetry readings. No pt involvement.